Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the unit did not turn on due to power unit failure. An additional finding of decrease in light intensity due to led unit failure was also noted. The investigation is ongoing and the definitive root cause of the problem cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model otv-si2, video system center to olympus for repair due to a report that the power switch was difficult to activate but could be activated. Upon inspection and testing of the returned device, it was found that the device would not turn on due to no power. This report is submitted due to failure of the device to power on. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 17-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿the power does not turn on¿ was confirmed by the inspection. It was determined that a faulty converter failed to properly supply the power to the device, however, the root cause of the fault could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.